Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained rv oversensing due to noise was seen on a transmissions. No reprogramming recommendations could be provided because of the big r wave amplitude. No intervention performed at this time. No adverse health consequences to the patient.